Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with a complete pump reset, and after the reset, the cgm error code did not reappear. The caller successfully started their sensor session.